Event description:
It was reported that a broken plate was removed from cancer patient on (B)(6) 2015. There was no delay in surgery. This is report 1 of 1 (B)(4).

Manufacturer narrative:
(B)(4) - lot number unknown. Corrected data: manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender and weight were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.